Event description:
The old style rasp was being used when it was discovered that the old and new sets had been mixed up and there was not an old style handle available to remove the rasp. The associate had to return to the office to pick up an old style handle causing the patient to be under anesthetic about 20 minutes longer than should have been necessarydevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.